Event description:
It is reported that upon insertion of the fms device the balloon snapped. A second fms device was inserted and that balloon snapped as well. Please note: there were two device that failed upon insertion. This report represents instance #1 and is related to pt identifier # (B)(6) and mfg report #1049092-2014-00202.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Add'l info received via email dated (B)(6) 2014 stating that "there is a third fms signal inserted, which went well." No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.